Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. Leonhard lang provides only a semi-finished product, the customer adds labeling and instructions for use. For the semi-finished product no UDI number exists. The IFU (cosman dgp-pmc) explicitly states "ensure that the electrode is in full contact with the patients skin at all times." The IFU also states that the "application site should always be clean and dry. Shaving of hair is always recommended." The picture of the injury is showing the application site of the dispersive electrode to be very hairy. This can lead to a partial lift off or preferred pathway for the return current and thus lead to a burn. The user has not followed the IFU. We therefore conclude a user error caused or contributed to the event. Further information relating to the duty cycle applied, location of the area surgery was performed and other potential causes for a burn were not provided. The reporter stated that no further information will be made available to us. We therefore close the investigation.

Event description:
On (B)(6) 2018 a patient was injured during an unknown procedure. A non-monitoring dispersive electrode (model wr01) and an unknown generator were used. The generators output power settings had been described as "impedance measured at over 900 ohms". The initial report stated that "a blister as a result of using the product" was discovered. It was also reported that the involved device was discarded. Due to a photo of the injury provided with a partially completed questionnaire we were able to determine that the skin had not been shaved prior to the application of the dispersive electrode. The injured patient appears to be male. The picture also shows two burns. One small and the other seems to be about 1cm in diameter. The questionnaire also states that the injury had to be treated with antibiotic. We were requesting further information on the patient, the skin preparation, the nature and the objective of the procedure. We were informed that "not all of the information could be provided since the personal information of the patient is confidential".